Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. FDA notified yes: the initial reporter also notified the FDA on december, 2017 via medwatch # (B)(4). Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the safety cap "flew" off the needle of a bd eclipse¿. The rn had just finished giving the patient an im injection with an bd eclipse¿ needle. The rn was attempting to use the safety cap for the needle after the injection and the safety cap flew off the needle and landed approximately three feet from the bed. There was no report of injury or medical intervention.